Event description:
It was reported that the patient had a loss in therapy. A 574 code appeared on the patient programmer for the first time. The history was unclear, but it appeared that the patient recharged an implantable neurostimular (ins) and the next day either before or after recharging saw the 574 code. It was noted that the patient had "barely any stimulation." Two days after the code appeared, the patient was not feeling any stimulation. When the device was interrogated with the clinician programmer, a message read "invalid settings, all settings will be cleared." The last session recorded was on (B)(6) 2012. The patient had a pump refill on that day and did not think the stimulator was interrogated. The device may have been interrogated accidently. The patient felt stimulation during an impedance test. During the test, it was found that electrode #7 was out of range with impedances of over 19,000 ohms. All other bipolar pairs were in a range of 1,100 ohms to 1 ,200 ohms, except for electrodes # 2-6, which were 1,500 to 1,600. Contact #7 was not being used. The device was able to be reprogrammed to the original settings and the patient received stimulation as prior to the event. It was noted the patient was "happy" with the stimulation.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Additional information received reported that there was another 574 code and the ¿call your doctor¿ icon on (B)(6) 2014. Stimulation was not able to be adjusted. The patient reported a loss of therapy. The implantable neurostimulator (ins) was interrogated four days later and the clinician programmer showed ¿invalid settings detected with code ¿18,1.¿ the device was reprogrammed, stimulation was turned on, and everything was fabulous. The recharger and patient programmer were working as intended and the patient couldn¿t determine anything that may have caused the issue.

Manufacturer narrative:
(B)(4).